Event description:
A female status post cesarean section in 2009. She had a lower extremity dvt diagnosed at an outside hospital in her first trimester of pregnancy. The dvt progressed. An optional g2 ivc filter was placed at an outside hospital. She had chest discomfort and other vague constitutional symptoms. CT from outside hospital a week later, showed a large thrombus both above and below the renal veins within the ivc and also above and below the ivc filter. The filter has tilted significantly -35 degrees- since its placement with some struts prolapsing above the renal veins. We were consulted for further management of this patient's vena cava thrombus and to consider vena cava thrombolysis. We went ahead with placement of a permanent ivc filter in a suprarenal location above the level of thrombus and initiated catheter directed thrombolysis within the ivc. Dates of use: 2009. Diagnosis: progression of dvt despite anticoagulation.